Event description:
A report was received that the patient was admitted to the hospital with a 2 day history of a reduced state of consciousness. Upon admission, the patient was alert, disoriented, had global aphasia and was not able to follow commands. There was evidence of meningism, known amaurosis on the left, and eye motor function was unremarkable. Acute bacterial meningitis was felt to be the cause of the clinical symptoms and this was confirmed in the csf. The patient underwent device explantation of the scs lead. The patient was treated with antibiotic treatment of ampicillin/sulbactam IV for 21 days. The event was assessed to be procedure related. The event resolved and the patient was discharged.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial#: (B)(4), description: infinion¿70 cm lead kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.